Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on an unknown date. During the procedure, the device blade was dull and quit working. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The blade failed to rotate and hence cut during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate and hence cut as intended.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.